Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable phos2 phosphate (inorganic) ver.2 result for 1 patient tested on a cobas 8000 c (701) module. The initial phos2 result was 65 mg/l. The same patient sample was retested twice with phos2 results of 37 mg/l and 37 mg/l. An additional result of 36.5 mg/l was provided. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The phos2 result of 37 mg/l was deemed to be correct. The phos2 reagent lot was 330425 with an expiration date that was requested but was not provided. The field engineering specialist changed a reagent probe rotor. He adjusted the reagent probes for rotor a and rotor b. He cleaned the sample and reagent line for rotor a and rotor b. He adjusted the gear pump. He adjusted the wash station detergent levels. He performed precision testing. Following the service visit, there have been no further issues observed. Qc results for all tests have been acceptable since the repair visit. The investigation did not identify a product problem. The cause of the event could not be determined.